Event description:
This is the first of two reports on the same event involving two lenses, one lens is sphere and the other is toric. Refer to medwatch 2604128-2010-00002 for a description of the second part. It was reported to coopervision from a (B)(6) customer that on october 11th, a pt was dispensed a single proclear sphere lens. The pt complained of redness after wearing the lens for 1 to 2 days. On october 26th, the pt was diagnosed with opacity (cloudiness) of the cornea and was sent to the doctors who confirmed the original diagnosis. There was no indication of any medication being necessary to treat the pt.

Manufacturer narrative:
(B)(4) . Baxter has received similar reports and will continue to monitor these reports to determine if further actions are required. The root cause investigation is in progress.

Event description:
Email received in the corporate mailbox on october 1, 2010. Reporter stated that in jun 2010, the patient began pd therapy using pd4 ambuflex (lot number not reported, dose unknown) for peritoneal dialysis. In (B)(6) 2010, the patient developed an abdominal hernia. On (B)(6) 2010, the patient had outpatient surgery to repair the hernia and the event of hernia was considered resolved. The patient was not hospitalized for the event. The patient remained on pd therapy using pd4 ambuflex, dose decreased. The nurse did not know patients most recent fill volume. The event of hernia was not related to the dianeal therapy. Further information was not available.

Manufacturer narrative:
(B)(4). The product that was used is unknown and therefore, the 510(k) entry field is left blank. As the patient discarded supplies after each therapy, the sample was not requested.